Event description:
The operator had set up the camera for a colimator load. He was then distracted and when he came back, he did the change manually. He ignored the warning, thinking the camera had completed it's motions. The camera was moving in the load position, but he stopped the motion, rebooted, and had no further problems. This was operator error.